Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. The device was not evaluated because the issue is a known inherent risk of the device. We will continue to track and monitor the trend.

Event description:
Customer reported "failed implant" sf-05137595. Warranty: failed due to infection, it was loose. Patient: (B)(6), date placed: on (B)(6) 2025, date failed: on (B)(6) 2026, reference: 26342, lot: 530502. 15-jul-2026 dm- cf and product received. Case updated. Returned implant with crown.